Event description:
The device was applied during a laparoscopically assisted vaginal hysterectomy procedure involving one pt. Reportedly, difficulty was experienced in closing and firing the device. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury. Date device expires: 5/31/2001.